Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a seizure following a cervical radiofrequency ablation procedure. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. The patient was hospitalized and remains under medical supervision.